Manufacturer narrative:
Unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test and basic occlusion test. Unable to confirm excessive no delivery alarm or perform the occlusion and excessive no delivery test due to prime anomaly. No unexpected restart alarm or blank display anomaly was noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corners, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. Troubleshoot was performed. Customer states they have another infusion set for testing. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Troubleshoot was performed. The product will be return for analysis.